Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2007 and mesh were implanted into the patient. Dates not clarified. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to hysterectomy. It was reported that following insertion the patient experienced pain, urinary/bowel problems, and vaginal scarring. On (B)(6) 2007 the patient underwent transvaginal repair with repliform implant, enterocele repair and uterosacral ligament fixation. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.